Event description:
It was reported by the pt's daughter that the pt was experiencing pain.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted. Add'l info has been requested and if received, will be provided in a supplemental report.